Event description:
It was reported that prior to use of the 5.0 x 18 mm ultra stent delivery system, the stent implant dislodged from the balloon when the protective sheath and mandrel were removed. The device was not used on the patient. There was no report of any resistance being felt during removal of the sheath or the mandrel. A new ultra sds was used successfully to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause of the reported stent dislodgement cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.